Manufacturer narrative:
The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip, and scratched lcd window.

Event description:
It was reported that the insulin pump had a crack near the battery compartment. The customer declined to provide their blood glucose level. Nothing further was reported.